Manufacturer narrative:
The event date was not reported. The first date of the month of the aware date was entered as an estimate. Detailed product information was not provided to bsc. A good faith effort was made to obtain the batch/lot number and other relevant details; however, this information could not be retrieved. As a result, the complete UDI and other product-specific information are unavailable. A supplemental report will be submitted if additional details become available. B5 product details: corrected. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: the investigation was concluded with a code of known inherent risk of device after reviewing the event details, available information, and product records. The reported patient codes chest pain, st segment elevation, EKG/ECG changes, reduced blood flow, and hypotension, and the reported impact code serious injury/illness/impairment are listed in the adverse events section of the instructions for use.

Event description:
It was reported that patient complications occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During procedure, thrombolysis in myocardial infarction (timi) 2 flow, chest discomfort, electrocardiogram (ECG) changes, hypotension and st segment elevation occurred. The procedure was completed using the original method and device and the patient is expected to fully recover.

Manufacturer narrative:
The event date was not reported. The first date of the month of the aware date was entered as an estimate. Detailed product information was not provided to bsc. A good faith effort was made to obtain the batch/lot number and other relevant details; however, this information could not be retrieved. As a result, the complete UDI and other product-specific information are unavailable. A supplemental report will be submitted if additional details become available.

Event description:
It was reported that patient complications occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During procedure, thrombolysis in myocardial infarction (timi) 2 flow, chest discomfort, electrocardiogram (ECG) changes, hypotension and st segment elevation occurred. The procedure was completed using the original method and device and the patient is expected to fully recover.